Event description:
It was reported that noise reversion caused by wide qrs oversensing was observed. Patient was asymptomatic. No programming changes were made. The patient will continue to be monitored and will consider in reprogramming the device if the oversensing becomes more frequent occurrence in the future.